Event description:
This customer reported that the device would not power off. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): this customer reported that the device would not power off. There was no report of pt involvement. The device was evaluated locally by philips. The reported symptom was confirmed. The optical switch was replaced to resolve the reported symptom. After passing all testing the device was returned to the customer for use. This failure to power off was resolved with optical switch replacement.